Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. During manufacturing, the devices are 100 percent tested for inflation, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. We can confirm that after 12 hours the cuff was still fully inflated; the customer complaint allegation has not been confirmed.

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube would not maintain pressure. It was reported that this was during a routine tracheostomy (trach) tube change out. Subsequently, the trach had to be changed out. There were no reported adverse effects.